Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed noise oversensing resulting in pacing inhibition noted on the right ventricular (rv) lead. The patient reported experiencing dizziness. No intervention was reported. The patient condition was stable.

Event description:
New information received noted that on (B)(6) 2025, during the procedure, fluoroscopy was performed noting rv lead dislodgement. Lack of rv lead slack in the heart and significant rv lead slack in the pocket was also noted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the rv lead exhibited low pacing impedance. The physician explanted and replaced the rv lead. The patient condition was stable.